Event description:
The reporter stated that the device read hi and he felt hypoglycemic. He was at the hospital because his friend was giving birth. He went down to the ER and he was treated with an IV after a hosp meter read low and a lab was 10mg/dl.